Event description:
It was reported that a prosa (#fv701t) was implanted. According to the complainant, the shunt system was believed to be blocked. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 3 years, gender: female. Same event as medwatch#(B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
Update patient information: age: 3 years, 6 months; weight: 9.4 kilograms (kg); height: 89 centimeters (cm). Same event as medwatch# 3004721439-2022-00199.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: deformation of the prosa outer housing. Measurement of surface of the housing: deformation detected: yes - measured value: - 0.052 mm [tolerance (0 ± 0.02mm)] too much pressure on the valve, for example through the adjustment tool or resulting from a fall or hit to the head of the patient, can compromise the integrity of the valve. Permeability test: the test showed that the prosa connected with the other parts is permeable. Computer control test: the computer controlled test showed the opening pressure of the prosa, at a reference flow rate of 20 ml/h in a vertical position of the valve, to be 51.80 cmh2o. This is not within the specified tolerance of 30 cmh2o +7/-8 cmh2o. According to our results, we can detect a presence of a slower outflow. Adjustability test: the prosa was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the prosa was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valve is finally opened with a special tool. After dismantling of the valve, deposits were found in prosa. For more detailed visibility, the proteins/deposits in both valves were coloured by using a colouring solution. [Colouring solution consisting of coomassi brilliant blue r mixed with 0.6% ethanol and distilled water]. Results: based on our investigation results, we have determined that there was a slower outflow and deposits in the valve at the time of our investigation. Detected deposits were the cause of the slower outflow. Existing deposits in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. On our investigation results, we can determine deposits. The deposits had no effect to the technical properties at the time of the investigation. The detected proteins in the valve can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.